Event description:
It was reported that the customer experienced a blood glucose (bg) level of 59 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer went to the emergency room and was subsequently hospitalized to address their bg level. Customer was treated with dextrose and intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional hospital release date; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.